Manufacturer narrative:
The investigation found that the customer's calibration signals for free psa calibrator level 1 were below the expected range. It was also found that there were several maintenance activities that were overdue. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys free psa immunoassay results from 3 patients on a cobas 6000 e601 module. On (B)(6) 2022, patient (B)(6) had a total psa result of 0.027 ng/ml and a free psa result of 0.043 ng/ml. On (B)(6) 2022, patient (B)(6) had a total psa result of 0.006 ng/ml with flag and a free psa result of 0.037 ng/ml. On (B)(6) 2022, patient (B)(6) had a total psa result of 0.017 ng/ml and a free psa result of 0.039 ng/ml. On (B)(6) 2022, patient (B)(6) had another sample collected and the total psa result was 0.024 ng/ml and a free psa result of 0.042 ng/ml. On (B)(6) 2022 at 1:19 p.m., patient (B)(6) had another sample collected. The total psa result was 0.006 ng/ml with flag and the free psa result was 0.038 ng/ml. At 9:20 p.m., the patient had an additional total psa result of 0.006 ng/ml with flag and a free psa result of 0.037 ng/ml. No questionable results were reported outside of the laboratory. The analyzer serial number is (B)(4). This medwatch will cover free psa. Refer to medwatch with a1 patient identifier 74454 for information on the total psa results.

Manufacturer narrative:
The investigation determined that per product labeling, prostatectomized patient measurement of free psa is not covered by the intended use. Per product labeling, "this assay is indicated for measurement of fpsa in conjunction with the elecsys total psa assay to develop a ratio (B)(4) fpsa) of fpsa to tpsa. This ratio is useful when used in conjunction with the elecsys total psa test as an aid in distinguishing prostate cancer from benign prostatic conditions in men age 50 years or older who have a digital rectal examination (dre) that is not suspicious for prostate cancer and an elecsys total psa value in the range 4 ng/ml to 10 ng/m." The investigation did not identify a product problem.